Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the entire drawer was unrecoverable after several reboots. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the entire drawer was unrecoverable after several reboots and that auxiliary drawers 1.1-1.2 were not detected on the bus. A field service engineer verified the issue in the application, powered down the station, removed the back panel, reseated the rowboard cable connections to the drawer controller boards, restarted the station, and performed functionality testing in the hardware test application confirming normal operation. The system functioned as intended after the field service engineer repaired the device.